Event description:
It was reported that the patient developed an infection after implant, and her device was removed about a months after implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 389233, lot# j0306764v, implanted: (B)(6) 2003, explanted: unk; extension: model 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk; programmer: model 7435, serial# (B)(4).